Manufacturer narrative:
A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record. Upon evaluation of the handpiece, the fiber within the handpiece was found to be charred. Additionally, the fiber was found to be severed. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. Cardiogenesis corporation is implementing changes to ensure there are clear precautions against bending the fiber or the white tubing at a sharp angle or otherwise impeding movement of the fiber.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the sologrip iii handpiece malfunctioned during use and emitted sparks during movement of the thumbslide.